Event description:
It was reported the valve was explanted due to severe stenosis in the aortic position. According to the physician, there was a tremendous amount of pannus tissue extending down the anterior leaflet of the mitral valve, and there was fibrous material, clot and calcium in all of the leaflets. The physician commented he suspected it was due to an idiosyncratic reaction in the pt. An sjm valve was implanted.